Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedances measuring below 200 ohms. Technical services (ts) was consulted and upon review it was also noted that noise oversensing was occurring. Ts advised on further in office review of this lead. The patient reported experiencing no symptoms from the oversensing, however the physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.